Event description:
It was reported a spectrum pump was constantly alarming door not fully latched. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported door not fully latched alarm was confirmed and reproduced while attempting to load a set into the pump. Evaluation determined this condition was caused by the upper link switch being separated from the upper auxiliary flex. The upper auxiliary assembly was replaced.